Manufacturer narrative:
Correction: manufacturing reference number 3006705815-2021-01336 should not have been reported as a medical device report (MDR) after additional information received indicated that product performance engineering has confirmed normal device characteristics. The cause of the event was due to a fractured lead.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain device (lead) information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-02320. It was reported the patient fell. Thereafter, the patient lost stimulation. In turn, surgical intervention was undertaken wherein the entire system was explanted to address the issue.